Event description:
It was reported that bd q-syte closed luer access device leaked at the septum. The following information was provided by the initial reporter, translated from japanese to english: it was reported that leakage from the connection (septum part) of a single q-site attached to the main part of a three-way stopcock. *when the infusion route is connected.

Manufacturer narrative:
This MDR replaces MFR report # 9610847-2024-00106. E.1 facility address character limit is exceeded: (B)(6) hospital. Investigation: the complaint of leakage was confirmed; however, the root cause could not be determined. One stopcock unit with q-syte connectors was provided for investigation. A visual observation revealed nothing remarkable; however, a functional test revealed a leak due to a tear in the column wall in the septum of the full q-syte connector. This type of damage may occur during manufacturing or from misalignment with the mating luer tip during use. The IFU for the q-syte connector states, "when connecting to or disconnecting from the bd q-syte device always insert or remove the male luer using a 'straight-on/straight-off' approach. Angled insertions/removals may cause poor functioning or damage to the device.". Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.